Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was not starting¿, as host pc found defective. Fse replaced host pc, and reloaded configuration. The system was returned to use in good working order. Codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that at the start-up, the host pc sometimes does not start automatically. There was no reported patient or user harm.